Event description:
The user was noted to have reported via voicemail, as follows: "hello! My name is (B)(6). I have an issue with the 10 boxes of the test that I receive. Can somebody give me a call at (B)(6)."

Manufacturer narrative:
1.no reports of adverse related events with either patient or user (no patient death, injury, allergic reaction(s), or any medical intervention provided). 2.lot number: 223co20214 has not been identified by ihealth labs, inc., as a counterfeit product, so it is safe to conclude that the device/kit received is a valid ihealth labs, inc., manufactured test kit product. 3.initial reports suggested that the ihealth antigen test kit was not tampered with, altered, or compromised, as no evidence that the user/patient had seen evidence of product alteration. 4.a false negative result may occur if the test result is read before 15 minutes or after 30 minutes. There was no indication to confirm or deny if the user/patient had utilized the test kit appropriately as per intended use or off use. 5.test to the production batch of product retention samples (lot: 223co20214 ) , the test was pass.